Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound identified the essure coils in the myometrium") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), procedural pain ("painful post-operative") and device expulsion ("ultrasound identified the essure coils in the myometrium"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, genital haemorrhage, fatigue, rash, alopecia, weight increased, procedural pain and device expulsion was resolving. The reporter considered alopecia, device expulsion, embedded device, fatigue, genital haemorrhage, procedural pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in (B)(6) 2016: essure coils in the myometrium. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound identified the essure coils in the myometrium/ migration of essure device into the myometrium"), device expulsion ("ultrasound identified the essure coils in the myometrium"), autoimmune thyroiditis ("other; thyroiditis- hashimoto¿s disease") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 968710-inv, 962113-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included lyme disease from 2010 to 2012 and migraine from 2010 to 2012. Concurrent conditions included vaginitis, menses irregular, adenomyosis, cervix inflammation and dysfunctional uterine bleeding (dilatation and curettage, hysteroscopy, novasure endometrial ablation). Concomitant products included ibuprofen (advil) from august 2017 to december 2017, levonorgestrel (mirena) from 3-jul-2012 to 3-apr-2015 and oral contraceptive nos since 2007 to july 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue/fatigue") and abdominal distension ("other injury or complications describe: bloating"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), procedural pain ("painful post-operative") and back pain ("lower back pain"). The patient was treated with ibuprofen, surgery (hysterectomy full, salpingectomy (bilateral)) and surgery (hysterectomy full, salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, fatigue, rash, alopecia, weight increased and procedural pain was resolving, the autoimmune thyroiditis, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal distension and back pain had resolved. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, back pain, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not have any complications or problems at the time of your essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in (B)(6) 2016: essure coils in the myometrium transvaginal ultrasound: an iud is localized within the fundal region of the cavity. Left essure visualized, right is not. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, abdominal bloating, pelvic pain. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("ultrasound identified the essure coils in the myometrium/ migration of essure device into the myometrium"), device expulsion ("ultrasound identified the essure coils in the myometrium"), autoimmune thyroiditis ("other; thyroiditis- hashimoto¿s disease") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 968710, 962113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included lyme disease from 2010 to 2012 and migraine from 2010 to 2012. Concurrent conditions included vaginitis, menses irregular, adenomyosis, cervix inflammation and dysfunctional uterine bleeding (dilatation and curettage, hysteroscopy, novasure endometrial ablation). Concomitant products included ibuprofen (advil) from august 2017 to december 2017, levonorgestrel (mirena) from 3-jul-2012 to 3-apr-2015 and oral contraceptive nos since 2007 to july 2012. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue/fatigue") and abdominal distension ("other injury or complications describe: bloating"). In 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), rash ("rash"), alopecia ("hair loss"), weight increased ("weight gain"), procedural pain ("painful post-operative") and back pain ("lower back pain"). The patient was treated with ibuprofen, surgery (hysterectomy full, salpingectomy (bilateral)) and surgery (hysterectomy full, salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, fatigue, rash, alopecia, weight increased and procedural pain was resolving, the autoimmune thyroiditis, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal distension and back pain had resolved. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, back pain, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient did not have any complications or problems at the time of your essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - in april 2016: essure coils in the myometrium transvaginal ultrasound: an iud is localized within the fundal region of the cavity. Left essure visualized, right is not. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, abdominal bloating, pelvic pain. Most recent follow-up information incorporated above includes: on 21-mar-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, other; thyroiditis- hashimoto¿s disease, bloating, back pain, patient did not underwent essure confirmation test were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.